Event description:
The customer reported the generation of erroneous patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) on their au480 clinical chemistry analyzer. The erroneous patient results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the ise reference valve, ise syringes and tubing to resolve the issue. The beckman coulter internal identifier is (B)(4).